Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 'info' screen froze and couldn¿t be closed or exited. A technical support specialist (tss) remoted into the system and terminated the unresponsive task. Following this, the application was relaunched without issue. The customer was then able to log in and verify functionality by testing the drawers. All components operated as expected, confirming that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 system application was frozen. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.